Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "door latching issues" as a door not fully latched alarm caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had door latching issues. It was also reported there was no pt injury.